Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3889-33 lot# va0wgkp serial# implanted: (B)(6) 2015 explanted: product type lead fdd c62917 applies to the lead fdds c62809 and c62955 apply to the ins fdc 92 applies to both the lead and the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient (pt) with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that their healthcare provider (hcp) took x-rays of the implanted system and the x-rays showed that the "wires were all tangled up like hairballs and the device was completely flipped." When asked for clarification it was determined that the lead wire had wrapped around the ins. The patient stated that she was "blowing up" with urine because she could not go to the bathroom and had to start catheterizing herself, but then the patient had a problem with cathing and needed to go to her hcp to get cathed. According to the patient the hcp had not seen anything like what happened to the patient before and when asked by the hcp the patient denied any trauma that could have contributed to the situation. The patient stated that she is in pain and is also having a return of symptoms. The hcp told the patient that the ins was "completely broken" and the patient stated that when the hcp tried to use the patient programmer (pp) to check the implant it would not work, but "it wasn't the pp that was the problem as far as the hcp knew but the ins that was causing the issue." The patient stated that when the pain and return of symptoms first started she tried to change the batteries in the pp and check her settings, but after trying 2 sets of rechargeable batteries the pp "showed a warning screen with an exclamation mark" and then "all of a sudden it wouldn't pull up the settings or change then." The patient stated that her hcp told her that they would need to remove the device because it was "completely broken" and that they would have to put a new one in. The replacement surgery is scheduled for (B)(6). The patient stated that she has only had the device for one year and two months and that the pain started "about a month ago, I'm guessing around (B)(6)," the pp issues started in (B)(6), the return of symptoms started a "couple weeks ago," and the x-ray which showed the ins tangled in the leads was conducted on (B)(6) 2016. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.